Event description:
It was reported that shortly following the implant procedure, the right ventricular (rv) lead dislodged into the atrium. The physician elected to surgically reposition the lead to resolve the event and the patient was stable with no additional adverse consequences. The system remains implanted and in service.